Event description:
It was reported that the remote monitor is not making a connection with the implantable pulse generator (ipg). The first light turns on and then immediately starts blinking. The remote monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the transistor tested out of specification.